Event description:
It was reported that the balloon ruptured. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was replaced with another catheter and continued the procedure. No complications reported and there was no patient injury.